Event description:
It was reported that during the laparoscopic ventral hernia repair, an instrument error was detected by the generator. Tried to re-attach and still would not work. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken but present. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."